Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2021 due to high blood glucose level and diabetes ketoacidosis. Customer was still connected to insulin pump when on route to hospital. Customer was treated with manual corrections and fluid. The blood glucose at the time of incidence was 49 mmol/l. It was unknown that auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.